Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 102 mg/dl. Customer doesn't recall any significant event leading to the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.